Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure testing confirmed the electrical continuity and insulation integrity of the lead. Final analysis was unable to confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting pacing impedance measurements greater than 2000 ohms. The physician suspected that the lead was not in an ideal lateral position based on electrocardiogram (ECG) tracings. The patient is not pacemaker dependent. However, prior to reprogramming the lv lead configuration, the patient did have some increased shortness of breath. It was noted that the patient does have cardiopulmonary disease (copd) and is a smoker so the symptoms may not have been related to a system issue. A revision procedure was performed and this lead was removed from service. It was noted that the patient did require a venoplasty of the lv target vessel during the revision procedure. The associated right atrial (ra) and right ventricular (rv) leads and the device were electively removed and replaced during the procedure. There is no allegation against these other products that were explanted.

Manufacturer narrative:
The lead is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.